Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 in the initial report. Correction: the device evaluation confirmed the customer's allegation. In addition, the high intensity is not effective due to detection lever wear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the emergency lamp was always on due to a faulty ignitor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite xenon light source's spare lamp was always illuminated instead of the main lamp. The customer reported the issue was identified during inspection prior to use for a therapeutic procedure. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.